Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the tip detachment could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. After supera stent deployment in the lesion, the nose cone was noted to be detached, but remained on the guide wire. The wire with the nose cone was simply removed without issue and the case was successfully completed after re-wiring. There was no reported adverse patient effect or a clinically significant delay. No additional information was provided.